Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced issues with the infusion sets. The customer stated that he had to change out the set three times a day due to bent cannulas or functional issues with the infusion set. The customer stated that he had been experiencing high blood glucose levels of over 400 mg/dl for a month. Troubleshooting was done. The customer stated that he manually inserted the infusion set and never used the serter. Advised customer to change the infusion set and return the infusion set for analysis. The customer also mentioned blood at the insertion site when pushing on the insertion site while in the shower. Troubleshooting was done. Advised to call back for help with infusion set insertion if assistance was needed. Advised customer to follow up with healthcare provider about infusion set and insertion site issues.